Event description:
Customer reported the following: the order was 40meq kcl in 100 ml d5w bag to infuse over 4 hours. Nurse programmed 40 meq kcl to infuse over 4 hours with the volume to be infused at 120 ml via guardrails and started the infusion at around 1400 on (B)(6) 2012. At 1515, during change of shift, the nurse noticed the kcl bag was empty. She believes that she had programmed the infusion correctly. A short time after the bag was found empty the pt had shortness of breath and tingling in the fingers. Doctor was notified and a stat EKG, potassium blood draw, and vital signs were ordered. There were no changes in the pt's EKG per the doctor, potassium level was 5.9, and the vital signs were stable. Customer requested a log review investigation for key presses. Customer stated that no further patient/event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Device not received, log review pending.